Manufacturer narrative:
The customer reported that the convert to open surgery was due to non-da vinci related issues. No product is expected to be received for this event.

Event description:
It was reported that during a da vinci-assisted procedure, the case was converted to open surgery due to unspecified non-da vinci related issues. Multiple attempts have been made to contact the customer for additional information; however, no response has been received.